Event description:
Boston scientific received information that at a routine follow up loss of capture was noted on the right trial channel. An x-ray confirmed that the right atrial (ra) lead had dislodged. A repositioning procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.